Event description:
The customer was admitted to a hosp for low blood glucose. Customer stated that she over bolused for her high blood lgucose level and low blood glucose levels occurred as a result. Customer stated that she passed out prior to hospitalization. Customer also stated that sets were defective. The md requested that the pump be replaced.